Manufacturer narrative:
Complaint statement (B)(4): received 15pcs 454322/b2105336 and 15pcs 454322/b210533a for evaluation. Received customer pictures. A check of quality, production and maintenance records revealed no deviations. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
Customer states 2ml sodium citrate tubes are not filling to the correct volume. We have two lot numbers that are both underfilling. Upon an additional interview the following information was received: the types of devices being used when the tubes are short filling (e.g. Safety blood collection set, straight needle, syringes) are vacutainers. When a safety blood collection set is used, no discard tube drawn before the coagulation tube is used, but sometimes multiple tubes 2, 3, 4 or even 5 to get one that is full enough are drawn. The phlebotomists holding the tube in the holder hare not holding the tube with their thumb until the tube is completely filled, because the customer was not aware that this was important. The user has been doing phlebotomy over 20 years and has never read or been told to hold the tube in with the thumb and mentioned that when drawing these tubes-all of the other tubes are filling to the correct volume. The user feels that the sodium citrate tubes are seated in the vacutainer holder as they should be. It is a problem with not enough vacuum in the tubes. Fill tolerance of the vacuette® tube is within +/- 10% of the stated nominal volume in accordance with iso and clsi. The "max" is +10% and the "min" is -10%. The customer states that some are below the bottom of the triangle and they are getting rejected because it is below the minimum. The underfilling occurs with about 20 on staff and they are all having the same issues.